Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the bending section detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Additionally, a definitive root cause of the missing/detached objective lens adhesive could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event, however, reportable failures were found during testing at the service center. During inspection of the device, the bending section was found to be detached, likely due to stress. Additionally, missing/detached objective lens adhesive was found, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.